Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment. The operator attempted to complete rinseback without resolving the alarm. The circuit clotted due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Arterial air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. Clotting of the extracorporeal circuit and subsequent blood loss is attributed to the operator not responding to the alarm in a timely manner. The user's guide provides adequate instructions regarding making cartridge connections. No similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.